Manufacturer narrative:
Failure event observed during analysis. Only the connector portion of the lead was returned measuring 6.2 cm. Final analysis found full breach outer insulation degradation noted at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.